Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the patient had a multi-trauma car accident (B)(6) 2013 and had a bilateral distal femoral plating with a condylar plate. On (B)(6) 2013 x-ray confirmed a union. On (B)(6) 2014 the plate broke after another accident with fracture above the previous plate, this event is addressed in synthes complaint (B)(4). The patient was treated with a new longer condylar plate. The condylar plate implanted from this complaint was discovered to be broken during (B)(6) 2014. The initial fracture was reportedly healed and the patient was treated with nailing. An image reading of the 8 x-rays was conducted by a medical director from this manufacturer and reported: I reviewed the complaint description and x-ray images. I can confirm the plate breakage occurred in (B)(6) 2014. This report is for the unknown new longer condylar plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the plate, part and lot number unknown. The implant date is most likely the date of the second accident reported only as (B)(6) 2014. The explant date for the plate is most likely when the plate was discovered broken, reported only as (B)(6) 2014. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.